Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (connector stuck, connector won't latch) has been confirmed. Upon investigation the connector was physically damaged and the monitor was unable to securely connect to an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged connector that was stuck and unable to latch securely.